Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the operator connected the device, but stopped using it because there was an air leak. The event occurred at hospital. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during priming. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: three (3) pictures were received from the customer. One (1) sample returned for p/n z250-12, l/n 4330286 was returned in used condition, inside a plastic bag which was not its original packaging. Sample was placed in the sleeve leak test to check the assembly for leaks. The device failed the leak test. The customer's indicated failure was confirmed. It was discovered that the wiper seal part was missing between the catheter and the connector. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.